Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record detects no issues related to or that would result in the reported event. There are no prior complaints of any type for this lot. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
The actual device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be performed. Device discarded, not returned for evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It has been reported to us that a dissection of the right coronary artery was noticed during the procedure. Patient presented in emergency room with a myocardial infarction. A heart catheterization was performed in the cath lab, proximal and distal right coronary artery where the lesions were present. The guide catheter was inserted into the right coronary artery ostia and one injection was performed. The physician then inserted a 180cm guide wire into the patient. The physician performed another injection and revealed a spiral dissection from proximal right coronary artery to distal just before the bi-furcation. The physician inserted and placed five stents from distal to proximal. Very slow flow to no flow. The patient was then transferred out for emergency and sent for a right coronary artery by-pass procedure. The patient is reported to be doing well after the procedure. The device was discarded and will not be returned for evaluation.